Event description:
It was reported that the lead insulation was damaged, resulting in several inappropriate shocks to the patient. The system was explanted.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 14 cm from the connector pin due to friction between the lead and the implantable cardioverter defibrillator.